Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20.9 mmol/l (376.2 mg/dl) between 25 and 36 hours of wearing the pod on their leg. The patient¿s mother reported multiple insulin infusion pod failures over the course of a week that led to premature pod removals and high blood glucose. The mother stated the pod was placed on (B)(6) 2026, and failed the following day on (B)(6) 2026. The mother described the cannula issues as bending or appearing to snap, and also noted fluid around the cannula site on the adhesive.